Manufacturer narrative:
.

Event description:
The customer reported that there was no audio from their mx40 device and it would intermittently reboot. There was no patient involvement. There was no report of a patient injury or harm.